Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic procedure, when the cope was inserted into the device, the scope actually went straight through the hub and the inside of the device broke open through the back of the device, exposing the entire "guts" of the clarify. They then used another device to resolve the issue in order to complete the case. There was no patient injury.